Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 1cc per cheek using juvéderm volite and experienced a microembolism. The symptom¿s location was the left cheek, it is non-serious without treatment and is recovering. Hcp additionally reported patient complained of severe internal bleeding and acne. The hcp found that the cause is not internal bleeding, but skin congestion due to venous embolism. The hcp also stated that it is possible that acne is pustules and has formed because of venous embolism. The condition has passed its peak. Additionally, concomitant treatments provided were simultaneously in order: por fractional laser, trifill, and juvéderm volite. The pico fractional laser was said to have a strong output. It is possible that the pico fractional laser may have caused a laser burn or a side effect. This was the initial use of the syringe. Additionally, the hcp reported that the patient's current symptoms of acne have disappeared and unable to confirm the status of other symptoms.